Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing problems infusion set insertion. The customer also reported they had multiple high blood glucose readings. The customer had woken up to a high blood glucose level of 400 mg/dl. They took a bolus but it did not bring it down so they took an injection using a syringe. They took a bolus for lunch and noticed that their blood glucose level climbed even more. The customer stated that when they got home, their blood glucose levels were 495 mg/dl, 453 mg/dl, and 300 mg/dl. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.